Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed numerous cuts in the insulation. No anomalies were noted which would contribute to lead dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout the resistance testing was within normal limits. The lead did not pass pressure testing due to the cuts in the insulation. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.